Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that device screwed the implant too tightly in patient's mouth. Implant was removed with another device and another implant was placed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B1 report type. D1: brand name. D2: device product code. D4: catalog and lot number . G7: type of report, follow-up number. H1:type of reportable event. H2: follow up type. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B1 report type. G7: type of report, follow-up number. H1:type of reportable event. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® universal ratchet extension implant driver (long) (ire200u) was returned for investigation.visual evaluation of the as returned product identified signs of use and wear on the device and no apparent malfunction. Functional testing was performed for the returned product and it was determined the device passed functional testing as the device properly engaged, retained and released an in-house compatible implant.no pre-existing conditions were noted by the customer. The patient had unknown bone density. The reported devices were used on an unknown tooth and were used for an unknown duration. The customer did not provide pictures or additional evidence a complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Therefore, based on the available information, device malfunction did not occur for the ire200u.a definitive root cause could not be identified. The following sections have been updated or not provided: b4: date of this report. D1: brand name. D2: device product code. D4:catalog number. D4: expiration date and UDI unknown/ not provided. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacturer date unknown / not provided . H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.